Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds. During a pulse generator replacement procedure due to normal battery depletion (nbd), pacing inhibition occurred on the rv lead. It was noted the device was programmed to an asynchronous pacing mode, and the pacing inhibition was observed when the physician dissected down to the pocket. The patient has complete heart block. The device connection was checked, and when the lead was tested on the pacing system analyzer (psa), there was no capture at maximum outputs. The physician elected to surgically abandoned and replace the rv lead. No additional adverse patient effects were reported.